Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low glucose while using the ilet, with cgm readings in the 40¿50 mg/dl range overnight, treated repeatedly with oral glucose, followed by a large disparity between cgm and fingerstick values and subsequent hyperglycemia after the user disconnected from the ilet. Symptoms included brain fog during hypoglycemia. Outcomes included the need for oral glucose treatment and a call transfer to the cgm partner for further evaluation of discrepant sensor readings, with no alarms reported and no professional medical intervention or hospitalization. Investigation included troubleshooting and education regarding appropriate hypoglycemia treatment and device reconnection, blood glucose verification by fingerstick, cgm calibration, and coordination with the cgm partner to assess sensor accuracy. Investigation of this case revealed unclear cause for the hypoglycemia and subsequent hyperglycemia, with contributing factors potentially including cgm inaccuracy leading to overcorrection and interruption of insulin delivery; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.